Event description:
It was initially reported that the physician's handheld was not holding a charge. The office reported that they keep the handheld plugged in when not in use but once the handheld is unplugged, it goes dead in approximately 15 minutes. Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that the handheld were returned to the manufacturer for evaluation. The original flashcard that was with the handheld when the issue was occurring was not returned. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.